Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of b30 error was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source encountered a b30 communication error. The issue occurred during procedure and the procedure was completed with a similar device. There were no reports of patient harm.